Event description:
Rptr developed sudden hoarseness, light headedness, wheezing, & difficulty swallowing following an exposure to latex gloves. Swelling of hand & rash on arm were also noted. Since 1991 rptr has experienced vague allergy symptoms with symptoms rapidly increasing in severity in march or april of 95. Rptr has not been able to work since 6/95 due to the severity of the symptoms.